Manufacturer narrative:
Conclusions: during device investigation overload fractures in the active electrode which are compatible with an external mechanical impact were determined to be the root cause of device failure, although no such event has been reported in the recipient report. The damage found appears to explain the malfunction observed in the field. This is a final report.

Event description:
The user reported that since (B)(6) 2021 she suddenly cannot hear anymore with the device. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that since (B)(6) 2021 she suddenly could not hear anymore with the device. The user had good benefit with the device prior to this. Re-implantation is scheduled for (B)(6) 2021.